Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer¿s other blood glucose was 350 mg/dl. The customer stated that they just received the tubing clamp. The customer reported that they feel okay for troubleshooting. The customer reported that the insulin pump system was been in use within 48 hours of reported high blood glucose event. The insulin pump passed the displacement test. The device will not be returned for analysis.